Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided seven photos and one video for analysis. The images show the several needles with broken cannulas adjacent to the hub and a label with a potential lot# listed (13f23a0450). The video shows the customer replicating the damage observed by intentionally bending and breaking an introducer needle cannula. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed based on the potential lot number provided by the customer, and no relevant findings were identified. The customer report of needle cannula broke was confirmed by visual inspection of the customer supplied photos and video. The photos and video show introducer needles with broken cannulas adjacent to the hub, however, full complaint verification testing and root cause analysis could not be performed without the sample returned for analysis. A device history record review was performed based on the potential lot provided by the customer, and no relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the nccu report bending and breaking of the introducer needle in the pressure injectable arrowg+ard blue plus three lumen cvc when used for insertion of central line on patients. Additional information states that there were 13 samples with issues altogether. This complaint is associated to: 1. (B)(4) _needle bent_sample available. 2. (B)(4) _needle cannula broke - during use_sample available. 3. (B)(4) _needle cannula broke - during use_sample available. 4. (B)(4) _needle bent_sample available. 5. (B)(4) _needle cannula broke - during use_no sample available. 6. (B)(4) _needle cannula broke - during use_no sample available. 7. (B)(4) _needle cannula broke - during use_no sample available. 8. (B)(4) _needle cannula broke - during use_no sample available. 9. (B)(4) _needle cannula broke - during use_no sample available. 10. (B)(4) _needle cannula broke - during use_no sample available. 11. (B)(4) _needle cannula broke - during use_no sample available. 12. (B)(4) _needle cannula broke - during use_no sample available. 13. (B)(4) _needle cannula broke - during use_no sample available.

Event description:
It was reported that: the nccu report bending and breaking of the introducer needle in the pressure injectable arrowg+ard blue plus three lumen cvc when used for insertion of central line on patients. Additional information states that there were 13 samples with issues altogether. This complaint is associated to: 1. (B)(4)_needle bent_sample available. 2. (B)(4)_needle cannula broke - during use_sample available. 3. (B)(4)_needle cannula broke - during use_sample available. 4. (B)(4)_needle bent_sample available. 5. (B)(4)_needle cannula broke - during use_no sample available. 6. (B)(4)_needle cannula broke - during use_no sample available. 7. (B)(4)_needle cannula broke - during use_no sample available. 8. (B)(4)_needle cannula broke - during use_no sample available. 9. (B)(4)_needle cannula broke - during use_no sample available. 10. (B)(4)_needle cannula broke - during use_no sample available. 11. (B)(4)_needle cannula broke - during use_no sample available. 12. (B)(4)_needle cannula broke - during use_no sample available. 13. (B)(4)_needle cannula broke - during use_no sample available.

Manufacturer narrative:
Qn#(B)(4).